Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens opacity (cataract). The lens was explanted. The lens was replaced with an iol. This resolved the problem. Cause of the event was reported as unknown.

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Cataract and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4).